Manufacturer narrative:
Patient weight was requested but not received. Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Patient was admitted with hemoglobin drop from 11.4 to 8.4. Heme occult was negative so no scope was performed. The patient received a blood transfusion and no adverse effects or changes were reported by the clinical team. No alarms occurred for this event. Patient was discharged to home stable. No additional information was provided. Additional information was requested but not received.

Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(4); no product is available for investigation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.